Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("essure® coil had perforated the uterine wall"), pelvic pain ("pelvic pain / pain"), device expulsion ("all visible essure coil removed from the uterus"), pregnancy with contraceptive device ("pregnancy (no complications),") and genital haemorrhage ("heavy abnormal bleeding / abnormal bleeding (general)") in a 28-year-old female patient (gravida 3, para 3) who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida and parity 4. Concurrent conditions included general anesthesia. Concomitant products included levonorgestrel (mirena) since 2016 and medroxyprogesterone (depo provera) since (B)(6) 2013 for contraception. In 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), bladder disorder ("bladder problem or changes"), urinary tract disorder ("urinary problem or changes"), migraine ("migraines"), headache ("headaches") and nausea ("nausea"). In (B)(6) 2015, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping"), vulvovaginal pain ("vaginal pain"), menometrorrhagia ("irregular and heavy menstrual periods"), dyspareunia ("back pain during intercourse"), abdominal distension ("excessive bloating"), tooth disorder ("dental issue"), skin disorder ("skin issue"), arthralgia ("joint pain") and back pain ("back pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with surgery (total hysterectomy) and surgery (bilateral salpingectomy - removal of essure coils). Essure was removed in (B)(6) 2016. At the time of the report, the uterine perforation, pelvic pain, device expulsion, pregnancy with contraceptive device, genital haemorrhage, abdominal pain, abdominal pain lower, vulvovaginal pain, bladder disorder, urinary tract disorder, migraine, headache, nausea, menometrorrhagia, dyspareunia, abdominal distension, tooth disorder, skin disorder, arthralgia and back pain outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, arthralgia, back pain, bladder disorder, device expulsion, dyspareunia, genital haemorrhage, headache, menometrorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, skin disorder, tooth disorder, urinary tract disorder, uterine perforation and vulvovaginal pain to be related to essure. The reporter commented: on or around (B)(6) 2017, plaintiff was even forced to undergo one or more surgeries to remove one or more of the essure coils. 5 coils seen on the left side, and 9 coils on the right side around (B)(6) 2016 gave birth with essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2016: showed blocked tubes. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: device expulsion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-oct-2018: pfs received - new event "essure coil had perforated the uterine wall and back pain" were added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain"), device expulsion ("all visible essure coil removed from the uterus"), pregnancy with contraceptive device ("pregnancy (no complications),") and genital haemorrhage ("heavy abnormal bleeding / abnormal bleeding (general)") in a 23-year-old female patient (gravida 3, para 3) who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida and parity 4. Concomitant products included levonorgestrel (mirena) since 2016 and medroxyprogesterone (depo provera) since (B)(6) 2013 for contraception. On 1(B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), bladder disorder ("bladder problem or changes"), urinary tract disorder ("urinary problem or changes"), migraine ("migraines"), headache ("headaches") and nausea ("nausea"). In (B)(6) 2015, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping") and vulvovaginal pain ("vaginal pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (one or more surgeries to remove one or more of the essure) and surgery (bilateral salpingectomy - removal of essure coils). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, device expulsion, pregnancy with contraceptive device, genital haemorrhage, abdominal pain, abdominal pain lower, vulvovaginal pain, bladder disorder, urinary tract disorder, migraine, headache and nausea outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, abdominal pain lower, bladder disorder, device expulsion, genital haemorrhage, headache, migraine, nausea, pelvic pain, pregnancy with contraceptive device, urinary tract disorder and vulvovaginal pain to be related to essure. The reporter commented: on or around (B)(6) 2017, plaintiff was even forced to undergo one or more surgeries to remove one or more of the essure coils. 5 coils seen on the left side, and 9 coils on the right side diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2016: showed blocked tubes . Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: device expulsion . Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs+mr received, reporter added, patient concomitant drug added, lab data added, events added as :- pregnancy (no complications), abnormal bleeding (general), bladder or urinary problems or changes, migraines / headaches, nausea, incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain"), device expulsion ("all visible essure coil removed from the uterus"), pregnancy with contraceptive device ("pregnancy (no complications),") and genital haemorrhage ("heavy abnormal bleeding / abnormal bleeding (general)") in a 28-year-old female patient (gravida 3, para 3) who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida and parity 4. Concurrent conditions included general anesthesia. Concomitant products included levonorgestrel (mirena) since 2016 and medroxyprogesterone (depo provera) since (B)(6) 2013 for contraception. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), bladder disorder ("bladder problem or changes"), urinary tract disorder ("urinary problem or changes"), migraine ("migraines"), headache ("headaches") and nausea ("nausea"). In 2013, the patient had essure inserted. In (B)(6) 2015, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping"), vulvovaginal pain ("vaginal pain"), menorrhagia ("irregular and heavy menstrual periods"), back pain ("back pain during intercourse "), abdominal distension ("excessive bloating"), tooth disorder ("dental issue"), skin disorder ("skin issue") and arthralgia ("joint pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with surgery (underwent total hysterectomy and removal of essure) and surgery (bilateral salpingectomy - removal of essure coils). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, device expulsion, pregnancy with contraceptive device, genital haemorrhage, abdominal pain, abdominal pain lower, vulvovaginal pain, bladder disorder, urinary tract disorder, migraine, headache, nausea, menorrhagia, back pain, abdominal distension, tooth disorder, skin disorder and arthralgia outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, arthralgia, back pain, bladder disorder, device expulsion, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, skin disorder, tooth disorder, urinary tract disorder and vulvovaginal pain to be related to essure. The reporter commented: on or around (B)(6) 2017, plaintiff was even forced to undergo one or more surgeries to remove one or more of the essure coils. 5 coils seen on the left side, and 9 coils on the right side around (B)(6) 2016 gave birth with essure diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2016: showed blocked tubes . Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: device expulsion . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 16-oct-2018: summons received, essure start date,event irregular and heavy menstrual periods,back pain during intercourse,excessive bloating, dental issue,skin issue and joint pain were added incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("essure® coil had perforated the uterine wall"), pelvic pain ("pelvic pain / pain"), device expulsion ("all visible essure coil removed from the uterus"), pregnancy with contraceptive device ("pregnancy (no complications),") and genital haemorrhage ("heavy abnormal bleeding / abnormal bleeding (general)") in a 28-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 4 and celiac disease. Concurrent conditions included general anesthesia. Concomitant products included levonorgestrel (mirena) since 2016 and medroxyprogesterone acetate (depo provera) since (B)(6) 2013 for contraception. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), bladder disorder ("bladder problem or changes"), urinary tract disorder ("urinary problem or changes"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping"), vulvovaginal pain ("vaginal pain"), menometrorrhagia ("irregular and heavy menstrual periods"), dyspareunia ("back pain during intercourse"), abdominal distension ("excessive bloating"), tooth disorder ("dental issue"), skin disorder ("skin issue"), arthralgia ("joint pain") and back pain ("back pain"). The patient was treated with surgery (bilateral salpingectomy - removal of essure coils, underwent total hysterectomy and removal of essure and total hysterectomy, bilateral salpingectomy). Essure was removed in (B)(6) 2016. At the time of the report, the uterine perforation, pelvic pain, device expulsion, pregnancy with contraceptive device, genital haemorrhage, abdominal pain, abdominal pain lower, vulvovaginal pain, bladder disorder, urinary tract disorder, migraine, headache, nausea, menometrorrhagia, dyspareunia, abdominal distension, tooth disorder, skin disorder, arthralgia, back pain, vaginal haemorrhage and menorrhagia outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, arthralgia, back pain, bladder disorder, device expulsion, dyspareunia, genital haemorrhage, headache, menometrorrhagia, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, skin disorder, tooth disorder, urinary tract disorder, uterine perforation, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: on or around (B)(6) 2017, plaintiff was even forced to undergo one or more surgeries to remove one or more of the essure coils. 5 coils seen on the left side, and 9 coils on the right side around (B)(6) 2016 gave birth with essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2016: results: showed blocked tubes. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: device expulsion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-may-2019: pfs received - new events abnormal bleeding (vaginal), abnormal bleeding (menorrhagia) were added. Medical history were added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain"), device expulsion ("all visible essure coil removed from the uterus"), pregnancy with contraceptive device ("pregnancy (no complications),") and genital haemorrhage ("heavy abnormal bleeding / abnormal bleeding (general)") in a 23-year-old female patient (gravida 3, para 3) who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida and parity 4. Concomitant products included levonorgestrel (mirena) since 2016 and medroxyprogesterone (depo provera) since 1-apr-2013 for contraception. On(B)(6) 2013, the patient had essure inserted. In april 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), bladder disorder ("bladder problem or changes"), urinary tract disorder ("urinary problem or changes"), migraine ("migraines"), headache ("headaches") and nausea ("nausea"). In august 2015, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping") and vulvovaginal pain ("vaginal pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (one or more surgeries to remove one or more of the essure) and surgery (bilateral salpingectomy - removal of essure coils). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, device expulsion, pregnancy with contraceptive device, genital haemorrhage, abdominal pain, abdominal pain lower, vulvovaginal pain, bladder disorder, urinary tract disorder, migraine, headache and nausea outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, abdominal pain lower, bladder disorder, device expulsion, genital haemorrhage, headache, migraine, nausea, pelvic pain, pregnancy with contraceptive device, urinary tract disorder and vulvovaginal pain to be related to essure. The reporter commented: on or around (B)(6) ,2017, plaintiff was even forced to undergo one or more surgeries to remove one or more of the essure coils. 5 coils seen on the left side, and 9 coils on the right side diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2016: showed blocked tubes concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: device expulsion quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (one or more surgeries to remove one or more of the essure). At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, abdominal pain lower and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: on or around (B)(6) 2017, plaintiff was even forced to undergo one or more surgeries to remove one or more of the essure coils. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.